Event description:
The customer reported a problem with the keypad. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer (fse). The reported symptom was confirmed. The bezel assembly, keyscan pca, power pca, control pca and shield were replaced to resolve the issue. The device then passed all testing and remains at the customer site for use. Philips was unable to determine the cause of the malfunction as multiple parts were replaced.